Manufacturer narrative:
On-site investigation was performed by the hospital's field service engineer. The pressure transducer printed circuit boards were identified as defective and requiring replacement. The defective parts and device logs have been requested for further investigation but have not yet been received.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).